Event description:
It was reported that a guide wire fracture occurred. The indication of the procedure was icterus closure competent after the resection of the pancrea. The patient was at supine position with sterile exposure. Sonographic assisted puncture of the upper dihydrocodeine at the bifurcation of the bile duct was performed with accustick¿ ii needles. Ptc was performed with distinct, advanced intrahepatic biliary tract, and distinct advanced dihydrocodeine on a 10mm length, enclosure of a steel wire with great flexibility. Bouginage of the bilio-cutaneous tract was used with an accustick¿ ii introduction system. A km overflow of the anastomosis in the jejunum was not representable. A dilatation of the tract was not successful from this position. A new puncture of the right-caudal dihydrocodeine-branch was performed with enclosure of a steel wire with great flexibility. While introducing the accustick¿ ii device, the steel wire broke when crossing the flexible tip and remained in the bile duct. A new puncture was done with a new set with uncomplicated enclosure of the accustick¿ ii. Despite multiple attempts with enclosed straight wire and g-glider, a passage could not succeed in the jejunum. A 10f bouginage and enclosure of a 10f pigtail was used in the proximal dihydrocodeine. The patient had to be operated approximately 12 hrs after the intervention because he encountered a bleeding from the biliary tract, probably as a result of the wire fracture and the following malposition of the accustick¿ ii device. The patient's condition was stable after the surgery. Antibiosis such as ciprofloxacin was recommended for at least 2 weeks. Cholangioscopy with anastomosis¿ examination and extraction of the fragment wire was also recommended.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).